Event description:
Received info reporting cartridge error during bolus delivery. This issue did not impact the customer's blood glucose level.

Manufacturer narrative:
The product is expected to be returned for eval; however, the device has not been received by the MFR. A follow up report will be submitted.